Event description:
It was reported that the patient had a MRI the day of report and when reading the logs the pump showed a motor stall and recovery around the time the patient underwent cyberknife treatment. It was noted that the MRI logs were as expected and the pump recovered in about 1 hour later. It was reported that the other stall during cyberknife treatment also showed recovery. It was noted that the manufacturer¿s representative was unable to explain why the pump may have stalled. It was reported that the cyberknife system focused radiation to the patient. It was reported that the pump was used to infuse an unknown drug. It was later reported that the patient had cyberknife procedure at 11:30 followed by a motor stall that occurred at 12:00 and a motor stall recovery at 12:45. It was noted that an MRI appointment was at 13:30 followed by a motor stall at 13:43 and a recovery at 14:40. It was reported that the patient was scheduled cyberknife procedure monday, wednesday and friday the following week. Patient's pump contained morphine and clonidine. Healthcare provider wasn't aware of the motor stalls and had no further information to provide.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n194818, implanted: (B)(6) 2009, product type accessory. (B)(4). Upon device return, analysis found that the pump motor had a feed-through shorting across the insulator.